Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as complaint (B)(4). The device investigation was completed on 05-may-2016. Device (B)(4) was returned to (B)(4) service center for evaluation. Initial inspection showed the device to be in good condition with no visible damage or other irregularities. The device was tested and all values within reasonable expected range. Performed low and high range calibrations. Calibrations were successful. Repeated delivery and performance checks and all readings remained within expected tolerances. No fault found with this device. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause of this issue is no fault found. As per the inovent operational manual, failure of the user to manually deliver no to the patient during switchout of the devices is the root cause of the patient event. Per the inovent operation manual: warning: if an alarm occurs, safeguard the patient first before troubleshooting or repair procedures. "The inovent delivery system provides an integrated manual no delivery system for administration of a fixed concentration of no/o2 therapy with a resuscitator bag." "The manual no delivery system permits continued no delivery if the ventilator or the main inovent delivery system fails. The manual system is completely pneumatic and is not linked to the primary delivery system." Warning: the manual no delivery system must be set up and available at all times.

Event description:
On 22-apr-2016, mallinckrodt pharmaceuticals product monitoring became aware of an issue with inovent (B)(4). The device was in use on a patient at the time of the event. The patient was switched to this device as per the decision of the product specialist with very long experience of inotherapy because the device was overdue on service. The device gave less nitric oxide (no) and the patient went from 90% to 50% in saturation (rebound effect). There were no other physiologic changes of significance reported. No delivery went from 7 ppm to 0. A new cylinder was connected and at the same time the no dose went up again, in order to secure the therapy and confirm the right functions of the valve. Device was set at 7 ppm and patient had 70% oxygen. Inovent was switched out to a different inovent. Hfo ventilation in use. Sophie ventilator was in use (high frequency; sippv (ass/co) 25/4.5 frequency 70 ino 9 ppm during the afternoon switched to hfo map 13 amp 18 and hz 11 ino 8 ppm fio2 100). The patient recovered.